Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion is located in the moderately tortuous and moderately calcified left coronary artery. A 10 mm x 3.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured at 6 atm for 10 seconds. The device was removed without any problem using the normal method. The procedure was completed with a different device. There were no patient complications, and the patient was in good condition post procedure.